Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d9. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit but was unable to perform / complete required task. Good faith efforts (gfe) attempts were made to obtain the repair information on this complaint event but no response. If information is received, the complaint will be reopened and updated.

Event description:
N/a

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had no auto fill malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, an emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.